Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00 mm x 15 mm nc emerge balloon catheter was advanced for dilatation and was initially inflated. However, on the second inflation at nominal pressure, the balloon ruptured. The device was removed completely and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The device was returned with protective hoop. At 41cm from the strain relief there was a bend in the hypotube and a kink at 71.5cm there was both contrast and blood in the inflation lumen and guidewire lumen. There was contrast in the loosely folded balloon. The device was soaked in a water bath and prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At 10mm from the tip of the device there was a pinhole in the balloon. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00 mm x 15 mm nc emerge balloon catheter was advanced for dilatation and was initially inflated. However, on the second inflation at nominal pressure, the balloon ruptured. The device was removed completely and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.